Event description:
Using the autocover needles incorrectly and had not been getting enough insulin [wrong technique in drug usage process], diabetic ketoacidosis [diabetic ketoacidosis]. Case description: does the incident represent a serious public health threat: no. This spontaneous case received from the (B)(6) and reported by a diabetes nurse specialist as "diabetic ketoacidosis" and "using the autocover needles incorrectly and had not been getting enough insulin", concerns a (B)(6) male patient treated with novofine 8mm (30g) autocover (needle) from (B)(6) 2013 for type 1 diabetes mellitus. Patient's height: not reported. Medical history includes type 1 diabetes mellitus (duration unknown). The reporter stated that the patient had been using the autocover needles incorrectly and had not been getting enough insulin. The patient had presented high blood glucose which was most likely due to incorrect use of autocover needles. On (B)(6) 2013, the patient was admitted with diabetic ketoacidosis. Batch number of the novofine autocover was not known. Action taken to novofine 8mm (30g) autocover was reported as product discontinued. After withdrawal of novofine autocover the symptoms improved. The overall outcome was reported as unknown. Reporter comment: the reporter also reported that 'the patient had been told to change back to novofine needles but the patient did not change'.